Event description:
Purchased equipment in late (B)(6) 2018, first use friday, (B)(6) 2018 evening, worked ok until monday (B)(6) 2018 stop working intermittently. I had to turn back on manually. Had to restart the machine a couple of times on tuesday (B)(6) 2018, and the machine worked afternoon to late night. Had to disconnect machine two times to move my wife in wheelchair. Put my wife to bed around 10:30 pm with assistance from our daughter. Machine stopped working after we put her in bed. Restarted and observed for an hour (until 11:45pm). Her oxygen level was 94. Fell asleep and when I awoke at 1:40am (B)(6) 2018 the machine had stopped and my wife was unresponsive. I returned the device to (B)(4) with the promise they would test the device for proper operation. My wife (B)(6) was released to go home from the hosp (B)(6) 2018. My wife had congestive heart failure. (B)(4).